Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), performance data was collected and analyzed. The save to disk primary finding noted alerts for low battery voltage recommended replacement time (rrt). Time of rrt in save to disk on (B)(6)-2012. Device rrt<(><<)>=2.6251 volt. Concomitant continued: 419478 implantable pacing lead 2010-(B)(6), 5076-52 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the device had possible early battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity resultof 86% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.